Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 175 mg/dl. The troubleshooting was performed for the critical pump error alarm. The device will be returned for the analysis.

Manufacturer narrative:
Device was received with the serial number label fading. Device powered up properly after battery installation. No critical pump error (open book image) noted. Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.